Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and did not emit tones with magnet application. The ICD was explanted.